Event description:
It was reported that the patient presented at the hospital for device interrogation. Upon interrogation, it was noted that the patient's right ventricular (rv) lead exhibited a loss of capture due to dislodgement. On (B)(6) 2026, a lead revision took place and during the procedure, it was found that the rv lead's helix failed to extend. The rv lead was explanted and successfully replaced. The patient remained stable throughout.